Event description:
It was reported that a system error (se) 2240 alarm (air in line/set) occurred on the homechoice (hc) device during dwell seven of eight. The home patient (hp) was connected at the time of the alarm. The hp stated that the supply bags were empty and the solution was in the heater bag only. The hp informed the technical service representative (tsr) that there were no bags which came undone. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The tsr explained the alarm and instructed the hp to cycle the power on the hc to clear the alarm. The hp would complete the therapy with manual bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.